Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (unable to communicate) has been confirmed. Upon investigation the monitor was unable complete essential performance testing. The monitor's electrode belt receptacle pulse pin was damaged and not making contact with the belt. The root cause for the damaged receptacle was excessive force. No adverse event resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor was unable to communicate with an electrode belt.